Manufacturer narrative:
Device evaluated by MFR: the device was returned. Visual and microscopic inspection revealed that the balloon was ruptured.

Event description:
It was reported that a balloon burst occurred. An equalizer balloon was selected for use. During the procedure, the balloon burst. The procedure was completed with another catheter. There were no patient complications.

Event description:
It was reported that a balloon burst occurred. An equalizer balloon was selected for use. During the procedure, the balloon burst. The procedure was completed with another catheter. There were no patient complications.